Event description:
The customer initially reported the device would seal properly, but would not cut. There was no pt injury. The device was returned for eval and a visual inspection revealed that 00.08¿ of the knife blade was missing. The site has been made aware of this issue.

Manufacturer narrative:
(B)(4). Date of initial report: (B)(4) 2012. The incident device has been received and is under eval. Add¿l questions in regard to the incident have also been asked. When the device eval is complete and/or add¿l info pertinent to the incident is obtained, a follow-up report will be submitted.